Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer stated that the alarm was resolved by an infusion set change, and he requested that the infusion set be replaced. He also stated that he would like to return the infusion set for analysis, declining return of the reservoir. Advised the customer to call when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
One opened and used infusion set was evaluated and found occluded at the quick release connection septum site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.